Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt had an end-of-service (eos) message screen on the programmer. She was supposed to have had a rechargeable device implanted, but instead had a non-rechargeable put in. It was also noted that the neurostimulator had to be reprogrammed because it was not working correctly when it was put in. Add'l info was requested.